Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. The ccm booted up with no issues. The touchscreen functioned as intended and there were no calibration issues. The pst accessed the service screen and the logs indicated typical operation. The ccm was left on overnight and the screensaver came on as expected, and it was dismissed without delay by agitating the screen. The ccm functioned as intended throughout the evaluation with no indication of any problems indicated in the logs.

Manufacturer narrative:
Updated block: h6. The service repair technician (srt) could not duplicate the reported complaint. The touchscreen responded to all commands and moved through multiple screens without any issue. Screen calibration passed without any issues as well. The internal components were examined, and no loose connections were found. The touchscreen was replaced as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that central control monitor (ccm) screen was unresponsive. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) could not verify the reported complaint as the screen was working upon arrival. The user facility stated that the screen began working after three power cycles. The fsr replaced the ccm and performed release testing. The unit operated to the manufacturer's specifications.